Event description:
It was reported that the vns patient had a seizure and used the magnet to activate magnet mode stimulation; however, the magnet activation appeared to lengthen the seizure. The magnet was swiped multiple times but the seizure continued. It was noted that the magnet was sometimes successful in aborting the patient¿s seizures. Attempts for additional relevant information have been unsuccessful to date. A battery life calculation using the available programming history showed approximately 0.8 years remaining.